Event description:
Patient reported that their one touch ultra meter was reading inaccurately high. Patient performed an invalid comparison to another meter. There was no medical intervention given. This case is reported as a malfunction since the meter failed two control solution tests. No further clinical info was provided.